Event description:
During neurosurgery plastic surrounding black power cord of black max drill began to balloon out (where the hand piece is) then proceeded to pop, making a very loud sound. Anesthesisologist (+ others) stated they had ringing in the ears, ha still present later. (2 other physicians and 3 or 4 staff in or at time as well.) Pt had hearing deficit prior to rx, able to hear with no complaint after (pt was undergoing rx at the time of event.)